Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached cut; full lead was returned for analysis. The outer tubing was also cut, and there was blood on the conductors and helix.

Event description:
The lead was returned to the manufacturer after being inadvertantly cut during the implant attempt. The device tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.